Event description:
It was reported, that the hinge is unable to stay in the locked position. And allegedly keeps slipping. No injury reported.

Manufacturer narrative:
It was reported, that the hinge is unable to stay in the locked position. And allegedly keeps slipping. No injury reported. The actual device was evaluated. And the customer complaint was confirmed.